Manufacturer narrative:
On 27-oct-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an a-fib (atrial fibrillation) cardiac ablation procedure utilizing a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced cardiac tamponade treated by pericardiocentesis with 1.5 liters withdrawn followed by surgical intervention and extended hospital stay. When the medical team were almost completed with ablation, they noticed a drop in the patient's blood pressure, and the pericardial effusion was confirmed with ice (intracardiac echocardiography). They were able to complete the remaining four lesions of the procedure. And blood pressure stabilized. The pericardial effusion started to slowly fill again, and the patient's blood pressure started to go down again so the patient was taken to the operating room. Physician¿s opinion is the adverse event was caused by thin tissue. The patient was reported to be in stable condition. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31110618l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion is the adverse event was caused by thin tissue. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. F additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an a-fib (atrial fibrillation) cardiac ablation procedure utilizing a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced cardiac tamponade treated by pericardiocentesis with 1.5 liters withdrawn followed by surgical intervention and extended hospital stay. When the medical team were almost completed with ablation, they noticed a drop in the patient's blood pressure, and the pericardial effusion was confirmed with ice (intracardiac echocardiography). They were able to complete the remaining four lesions of the procedure. And blood pressure stabilized. The pericardial effusion started to slowly fill again, and the patient's blood pressure started to go down again so the patient was taken to the operating room. Physician¿s opinion is the adverse event was caused by thin tissue. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).